Event description:
Patient was revised to address instability. Update - (B)(4) 2013 - legal claim received. It is alleged that the patient suffers from dislocation. The MDR decision has been reversed and both the liner and head reported. An invoice was located indicating correct part/lot information. Update (B)(4) 2013 - litigation papers received. Litigation alleges pain and damage to surrounding tissue from metal fragments. There is no additional information the would affect the outcome of this investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address instability. (B)(4) 2013- legal claim received. It is alleged that the patient suffers from dislocation. The MDR decision has been reversed and both the liner and head reported. An invoice was located indicating correct part/lot information and doi, (B)(6) 2011.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Added: event/problem description, date received by manufacturer. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Update: 9/11/2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The devices associated with this report were not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.